Manufacturer narrative:
This event has been recorded by zimmer biomet cmp-(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the zimmer air dermatome device was skipping during surgery. The area of skin graft donor was gouged, and more skin was procured. An additional unplanned graft was needed to complete the surgery. No additional consequences have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the unit was skipping. On (B)(6) 2018, it was clarified that the issue occurred during surgery and the skin was gouged. An additional unplanned skin graft was harvested. There was a delay in the procedure to just receive another dermatome from sterile processing. The surgical technique was followed. The event was not immediately identified upon receipt. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1¿/2¿/3¿/4¿ width plates, for evaluation. The device history record (DHR) noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has not previously repaired/evaluated air dermatome serial number (B)(4) as documented in the repair reports in livelink. The DHR for the width plate and hose was not reviewed since the serial and lot numbers are unknown. Initial qa inspection of the air dermatome by zimmer biomet surgical on (B)(6) 2018 revealed that the calibration was out of specification. The motor was within specification at (B)(4) rpm. The 1.5 width plate was damaged. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the vespel sleeve bearings, semi-circle bearings, 1.5 width plate and o-ring. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device was out of calibration which could cause the device to not harvest grafts properly and cause the device to ¿skip¿ due to vast difference between the left and right side pre-repair calibration readings. The cause of the device skipping was most likely due to there being a major difference between the left and right side calibrations readings. The root cause of the device skipping could not be specifically determined with the provided information since it is unknown how the device became damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Air dermatome, serial number (B)(4), was repaired, tested and returned to the customer. No further conclusions can be drawn from the complaint history review that warrants further action.